Event description:
The customer reported that during cardiopulmonary bypass (cpb) procedure, that one of the suckers broke. The sucker was changed out, which resulted in a temporary delay in order to replace the sucker. No information was provided regarding blood loss. It was further stated that surgery was successfully completed.

Manufacturer narrative:
The sample was not returned. No sample or photos were received regarding this issue. From the complaint description is was stated that the suction wand tip broke off from the rest of the assembly. The device history record (DHR) was reviewed and no issues were noted related to this complaint. The certificate of conformance (coc) was reviewed for this component the supplier had performed 100% sucker/tip bend strength testing for the raw material lot. The supplier stated the break as a pressure break, highly likely due to misuse of the product. According to the instructions for use for the component "caution: care should be exercised when applying force to any sucker or sump set since excessive bending of the tube or tip could cause breakage." All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. The case label gtin: (B)(4). The production identifier: (B)(4).